Manufacturer narrative:
The field service engineer (fse) verified the reported issue. The fse found diagnostic error codes in the logs and a battery not holding a charge. The fse replaced the battery and seated the loose breath delivery (bd) main backplane to the compressor connector in the bd. The fse performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator wouldn't turn off and failed the breath delivery (bd) audio test in an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation: on (B)(4) 2017 the field service engineer (fse) verified the reported issue. The fse found diagnostic error codes in the logs and a battery not holding a charge. The fse replaced the battery and seated the loose breath delivery (bd) main backplane to the compressor connector in the bd. The fse performed calibrations and extended self-testing on the device and all tests passed. On (B)(4) 2018 the battery returned for failure investigation. The battery was visually inspected and functionally tested. The inve stigation isolated the fault to the battery failing to charge. It should be noted that the battery was manufactured in october 2014, putting it past its 3-year shelf life at the time of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added. If information is provided in the future, a supplemental report will be issued.